Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was accidently turned off and was not working properly. The patient reported that turning the stimulation back on resolved the device not working and the loss of therapy. No further complications were reported or anticipated. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was not able to increase but that they could decrease. Patient also didn't feel stimulation and they've had many problems with the their symptoms and being very wet. Patient had access to their patient programmer in which they were able to sync showing that the stimulation was off. It was reviewed that the stimulation needed to be on in order for therapy to be effective. Patient turned therapy back on and felt stimulation in correct area. Patient stated they will monitor their symptoms and will follow up with the healthcare professional if issue didn't resolve. No further complications were reported. Additional information was received. It was reported that the patient started having trouble using their patient programmer and wasn't able to raise stimulation on friday. Patient was assisted in using their patient programmer and after synchronizing they said the stimulation was off and the patient programmer battery was full. They were on program 3 at 2.4v, they were assisted in decreasing stimulation to 0.9v and stimulation was turned back on. Patient raised it to 2.6v and reported feeling stimulation. Patient stated it didn't seem like it had been working lately. Patient clarified that this report also started on friday (B)(6) 2018. Patient stated they hadn't been around any emi or had any falls, so it appeared they had just turned stimulation off accidentally. Patient was going to monitor symptoms now that stimulation was turned back on. Symptoms were reported as a loss of therapy. No further complications were reported or anticipated.